Event description:
It was reported that blue and orange flames came out of the cannister while in use. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The castvac was received at the MFR for evaluation, but based on the investigation details the reported condition of flames coming out of the device while running could not be duplicated. It was found that the filter is bad, which let cast dust into the device and caused damage. Service and maintenance were completed on the device, and it was returned to the customer.